Event description:
The customer reported via phone call that they had an air bubble in their reservoir. The customer's blood glucose was 400 mg/dl. The customer was able to push the air bubble out of their reservoir and tubing with a plunger. Customer stated the air bubbles were tiny in size. The customer stated they did not rewind the insulin pump with the reservoir in place. Customer's current blood glucose was 396 mg/dl. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.